Event description:
A power source alert 07 was reported by the caller, indicating an issue with the device's charging. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by plugging the charging cable into a wall adapter, which allowed the pump to begin charging, and no further assistance was required.